Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) would not retract the cord for the doppler and a new tether assembly was needed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: (name - (B)(6), email - (B)(6), occupation - biomed, contact - (B)(6) a getinge field service engineer (fse) that during pm service "new tether assembly needed for cardiosave unit. The fse replaced the tether assembly as part of demanded pm fse also replaced o-ring buna-n and screw kit. Unit passed all calibration, functional and safety tests performed. Unit returned to the customer and cleared for clinical use. No patient involvement was there. The failure analysis and testing dept. Performed a visual inspection and found the part was missing screws, disassembled, and the reel line was not able to retract. The fat verified the reported failure. Retaining the part in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a